Manufacturer narrative:
No unexpected button error alarms noted. All buttons function properly. Insulin pump had moisture damage on keypad traces noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer woke up with very low blood glucose. They wanted to deliver a bolus, but it did not work. The customer replaced the battery, but the insulin pump alarmed button error. The customer was able to clear the alarm. The customer's blood glucose was 1.8 mmol/l, which was treated with food. The customer stated that they had manual injections as a backup plan. The device will be returned for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.